Manufacturer narrative:
Reporter is a j & j employee. A product investigation was conducted. Visual inspection: the skyline spring clip driver (p/n: 286830300, lot # gm4798401) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip was twisted and deformed. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/ specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed for the skyline spring clip driver (p/n: 286830300, lot # gm4798401). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm4798401 was released in a single batch. Batch 1: lot units were released on 01 mar 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that preoperatively it was noticed that the head of the driver was damaged. There was no patient impact. No further information provided. During manufacturer's investigation of the returned device it was observed that the distal tip of the device was twisted and deformed. This product condition was evaluated and determined to be reportable on (B)(6) 2021. This report is for one (1) skyline spring clip driver. This is report 1 of 1 for complaint (B)(4).